Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during preventive maintenance performed by customer, this ht70 ventilator did not generate a shut down alarm. The device was not available for evaluation. The repair/evaluation for the reported issue was performed by non-medtronic personnel. It was informed that the hospital staff took a capacitor from another ventilator and soldered it on the main board. This type of repair is not condoned by medtronic. It was informed that the unit was functional after the capacitor replacement. The cause of the event was isolated due to a potential fault in the capacitor on the main board. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventive maintenance performed by customer, this ht70 ventilator did not generate a shut down alarm. The ventilator was not in use on a patient at the time of the reported event.